Event description:
I decided to have the essure implanted in me in 2010, I was told by doctor it was better than trying tubes or cutting because it kept tissues intact therefore leaving "communication lines" open the ovary and uterus thus far causing less hormonal imbalances. To be used as contraceptive and was and in and out procedure with little or no downtime. Since the implants I have had lots of allergy issues, rashes, severe pelvic pain, lower back pain, numbness in legs, buttocks. I was told I have fibromyalgia. I frequently have "knife-stabbing (turning) sensations in my ovary area, front hip bones pocket level, they stop med dead in my tracks. I have urinary incontinence. The worst of all is the constant pain, some days I can walk well other days I can't. It is a building up in a sense. I can't sleep well due to the pelvic pain. I have changed my bed, for a new one and no success.